Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly, on (B)(6) 2014, following an av (atrio ventricular) node ablation procedure, multiple attempts to interrogate a pacemaker (let this pacemaker be (a)) with three different programmers were unsuccessful. Pacemaker (a) was then removed and the subject pacemaker (let this pacemaker be (b)) was subsequently implanted. Before the implantation, the subject pacemaker (b) was interrogated in its box without any difficulties. When this latter was connected to the leads, attempt to re-interrogate it with the same programmer had failed. On (B)(6) 2014, the subject pacemaker (b) was interrogated without any problem with another programmer. It was reported that the interrogations performed on (B)(6) 2014 occurred in a room where there was a remote magnetic navigation system (carto system; source of magnetic fields).